Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument associated with this complaint and completed investigations. The instrument was found to have charring and localized melting at the yaw pulley. No conductor wire damage was observed. The instrument passed the electrical continuity test.

Event description:
It was reported that during central processing procedure, the maryland bipolar forceps instrument was found to have plastic melted on the side of the branches. The customer reported event had no report of patient injury.